Event description:
Healthcare professional reported left side "altered sensation." Device has been explanted and replaced.

Manufacturer narrative:
The event of sensation increase/decrease is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "altered sensation".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Patient reported rupture related to the left side. Healthcare professional reported left side "altered sensation." Device has been explanted and replaced.

Event description:
Patient reported rupture related to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture related to the left side. Device remains implanted.